Event description:
On (B)(6) 2013, the customer service representative (csr) in (B)(6) contacted the patient for a follow-up on another complaint and during the follow-up, the patient alleged that his onetouch ultra2 meter reads inaccurately high compared to his feeling. The following complaint was classified based on information obtained from the customer service representative (csr) during the follow-up call. It is not clear when the alleged meter issue first began and the patient¿s blood glucose reading with the subject meter (at the time the alleged issue occurred) is not specified. The patient manages his diabetes with insulin (sliding scale, based on his blood glucose reading). According to the csr¿s documentation, in response to his glucose result (with the subject meter), the patient reportedly administered his adjusted dose of insulin (dosage not specified) and subsequently an unclear time later, he reportedly developed symptoms of low blood glucose (specifying sweating and had difficulty seeing). The patient reportedly believes his reported symptoms may be due to administering too much insulin. According to the csr¿s documentation, the patient reportedly experiences low blood glucose ¿once in a while¿; however, the patient does not recall the dates/times when his symptoms occurred and it is not known what his blood glucose readings were (with the subject meter) at the onset and/or during his symptoms. The patient denied testing his blood glucose with another device. Per csr documentation, following the onset of his symptoms, the patient reportedly consumed dextrose as self-treatment and his symptoms reportedly abated 15 minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.